Manufacturer narrative:
Correction to h6 coding to remove delay to treatment code, as no delay was confirmed. Returned product consisted of the rotapro atherectomy system. Product analysis failed to confirm the reported brake button damage and brake failure as the button had no damage and was able to be compressed and respond without issue or resistance. The brake when initiated during testing was able to engage and disengage with the wire without issue or resistance. Additionally, it was found that the driveshaft of the device (turbine) was corroded indicating a use past preparation. The reported guidewire position lost could not be confirmed as the clinical circumstances could not be replicated.

Event description:
It was reported the brake would not release and vascular access was lost. During the procedure, when retracting the rotapro burr and advancer in dynaglide, the guidewire was retracted as well. When the rotations were ceased, the wire was able to be pushed distally, however it was not successful when the advancer was retracted further. Therefore, the rotapro system had to be removed all together. The wire position was lost and rewiring was required with the same guidewire to proceed. The procedure was completed successfully and no patient complications were reported.

Event description:
It was reported the brake would not release and vascular access was lost. During the procedure, when retracting the rotapro burr and advancer in dynaglide, the guidewire was retracted as well. When the rotations were ceased, the wire was able to be pushed distally, however it was not successful when the advancer was retracted further. Therefore, the rotapro system had to be removed all together. The wire position was lost and rewiring was required with the same guidewire to proceed. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
Correction to h6 coding to better represent the reported event. Investigation is in progress. Additional report will be sent once completed.

Event description:
It was reported the brake would not release and vascular access was lost. During the procedure, when retracting the rotapro burr and advancer in dynaglide, the guidewire was retracted as well. When the rotations were ceased, the wire was able to be pushed distally, however it was not successful when the advancer was retracted further. Therefore, the rotapro system had to be removed all together. The wire position was lost and rewiring was required with the same guidewire to proceed. The procedure was completed successfully and no patient complications were reported.